Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was noted that during evaluation of the colonovideoscope had white residue on both sides of the air/ water supply and on the auxiliary water channel. There was no patient involvement.